Manufacturer narrative:
An investigation is underway by manufacturing. If any abnormality is found, a follow up report will be provided. (B)(4).

Event description:
A patient reported having experienced multiple episodes of lenses tearing during wear and in the package. The problems resolved with lens removal. She agreed to return product for evaluation. Follow up info rec'd (B)(6) 2011 from the primary eye care provider indicated the patient had reported to them in 2008 that she had experienced lenses tearing during wear. Her last purchase was 2 years ago for 8 boxes of lenses. Several requests were made to the patient for additional info. Follow up info. Rec'd (B)(6) 2011 from the patient indicated she continued to have problems with lenses tearing during wear. On (B)(6), a left lens tore during wear. Later in the evening, she began experiencing irritation, pain and redness. She sought care from an emergency room where he was diagnosed with a corneal ulcer, left eye, prescribed vigamox drops and percocet for pain. She stated the attending physician thought the event was caused by scratching the cornea while she was trying to remove remaining pieces of lens from the eye. Lotemax was added the next day. She attended several follow ups with the cornea healing with a little scarring in the 12 o'clock position. Medication has stopped. She is scheduled for routine eye exam on 2 feb. Follow up info. Received (B)(6) from the treating eye care provider indicated the patient presented on (B)(6) 2011 with foreign body sensation, severe pain, moderate redness, watery discharge of one day duration. No pre-existing history noted. No contributing factors noted. Examination revealed a corneal ulcer, size 1.5 x 1.5 mm, located central cornea and one infiltrate. Corneal staining and mild anterior chamber reaction was observed. No culture was performed. Treatment consisted of vigamox drops, 1 drop every 5 min x 6 doses, then 1 drop every hr while awake. Follow up next day, lotemax added 4 x day. All drops stopped on (B)(6) 2011. Event resolved with scar remaining. Pre-event acuity unknown, after event 20/20, left eye. Follow up info. Rec'd (B)(6) from the patient indicated she is doing well with no problems.